Manufacturer narrative:
Evaluation: 2 gelport cap assembly were returned used. Upon visual inspection, the kraton rings contained within the assembly were broken. Conclusion/corrective action: it's not known if the crack was presented before use. It appears that the user may have applied excessive force to the cap assembly when snapping it onto the ab base and the alexis wound retractor. No corrective action will be taken at this time because a new gelport system (model c8xx2) with an enhanced design had been production released.

Event description:
"Gelport was placed on patient and once patient was insufflated the green cap was slipping off." Patient is doing fine.